Manufacturer narrative:
Evaluation tests or methods used to duplicate / replicate the reported problems: battery test. Reported problem duplicated / replicated: battey was fully charged, all the reading on battery was fine, but when pump was unplugged, its alarm battery depleted. What caused the reported (primary) problem: battery defective, battery was less than 3yrs old. Who caused the reported problem: unable to determine. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that a medfusion¿ 3000 series syringe pump battery was installed in a pump on (b)6), and it was not able to hold a charge. When the pump was plugged into an ac plug, the pump showed that the battery was fully charged. However, once the ac plug was unplugged from the pump, the pump alarmed low battery. The battery had been tried in multiple pumps, and all had the same results. No patient injury reported.